Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating at the insertion section peeled off due to physical stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.2 inspection of the endoscope: 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿switch malfunctioning " was confirmed. The following findings were also noted during device evaluation: the bend angle in the up direction does not meet the specification due to wear of the angle wire, the gripping element is dirty, the operating element is dirty, electrical connector is corroded, universal cord is crushed, connecting tube is crimped, bending tube is crushed, light guide lens is cracked, charged coupled device (ccd) lens is cracked, insulation resistance value does not meet the specification due to peeling coating on the connecting tube, the channel tube is broken and not waterproof, and the connecting tube has coating peeling (1mm2 or more), and the connecting tube is dented. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had switch malfunctioning during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. Upon inspection and evaluation, the connecting tube has coating peeling (1mm2 or more). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.